Event description:
It was reported that bd alaris¿ pump module administration set had air in the line. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported by the customer that the chemo ball tubing keeps consistently pulling air down to the channel on the alaris pumps. Per one of the nurses but have also had this reported by other nurses both now and in the past as well and I have reported the same issue. Basically the ball valve is not catching the tubing from pulling air. The chemo ball tubing keeps consistently pulling air down to the channel on the alaris pumps.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the chemo ball tubing keeps consistently pulling air down to the channel on the alaris pumps. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model: 11522558 lot number: 21045547 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of air bubbles / air in line with lot #: 21045547 regarding item#:11522558. The following file has the same failure mode, material number, and lot number: 3513802. A one year review for model#:11522558 and failure mode air bubbles / air in line showed a total of 2 complaints.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter facility: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris¿ pump module administration set had air in the line. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported by the customer that the chemo ball tubing keeps consistently pulling air down to the channel on the alaris pumps. Verbatim: per one of the nurses but have also had this reported by other nurses both now and in the past as well and I have reported the same issue. Basically the ball valve is not catching the tubing from pulling air. The chemo ball tubing keeps consistently pulling air down to the channel on the alaris pumps.